Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that air bubbles were present in the reservoir. Blood glucose level at the time of the incident was 65 mg/dl. The customer's mother was advised on how to prime the air bubbles out of the reservoir. The product will not be replaced and the customer will not return it for analysis.